Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the pink slide did not move forward and the needle mechanism did not deploy. The pod was worn for between 1 and 4 hours. The patient's blood glucose rose to 15 mmol/l (270 mg/dl). As treatment, a new pod was applied and a bolus was delivered.